Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Customer also reports causing damage to the product (ie. Dropping the meter). The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Damaged display may occur when the meter is dropped resulting in pad failures that cause specific areas of the meter's lcd screen to be unreadable. Customers and retailers have been informed through the adc fa17aug2007 letter.